Manufacturer narrative:
(B)(4). The customer indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that while removing the manhole cover screws, one of the screws was locked and could not be removed. After multiple attempts to remove it, the screw cap became stripped and could not be removed. Due diligence is in progress for this complaint; to date no additional information or product has been received.